Manufacturer narrative:
Device is a combination product. Article citation: bangalore, s. Et al. (2016). Percutaneous coronary intervention in patients with insulin-treated and non-insulin-treated diabetes mellitus: secondary analysis of the tuxedo trial. Jama cardiology, 1(3), 266-273. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via a journal article that various adverse events occurred. Patients were randomized to receive either a taxus element stent or a non-bsc stent. For results, patients were divided into insulin-treated and non-insulin-treated diabetic populations and tracked for adverse events. The reported adverse events were not tied to specific devices and included 78 target vessel failures, 85 major adverse cardiac events including 32 cardiac deaths, 31 target vessel related myocardial infarctions, and 23 stent thrombosis.